Event description:
Meter name: one touch ultra. Strip name: ultra strips. Meter code: 37. Strip code: 37. Strip storage: properly. Symptoms: none. A patient reported they stopped testing, not able to trust reading. Their meter allegedly was inaccurately high with control solution. The result on their meter with control solution 257, 262, 244mg/dl (range 104-146). The blood readings have been in the 300s. No comparison with any other equipment was performed. There was no treatment. No further information has been reported.